Event description:
The bilateral recipient_s hearing performance with the device on the right side was reportedly affected and consequently the pediatric recipient constantly took off the respective processor in favor of using the contralateral left side. Since 2016 the recipient has been monitored, however the hearing performance did not improve. Neither trauma nor changes to medication or illnesses were reported at the time. Re-implantation was discussed. Despite requested, no further information regarding re-implantation has been made available.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The bilateral recipient's hearing performance with the device on the right side was reportedly affected and consequently the paediatric recipient constantly took off the respective processor in favour of using the contralateral left side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bilateral user's hearing performance with the device on the right ear side is reportedly affected and subsequently the pediatric user constantly takes of the respective processor in favor of using the contralateral left side. Since then (3 years) the user has been monitored, however the hearing performance was not improving. Neither trauma nor changes to medication or illnesses were reported at the time. Reimplantation is now being considered.